Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. The date of the medical event is unknown. Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30c during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the c, d or e zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action ((B)(4)). (B)(4).

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
In using an affected test strip related to an on-going field action for abbott's precision family test strips, the customer reported either longer blood fill time or readings issues. A customer's husband reported customer was using affected strip lot and getting lower and higher readings when compared to their friend's meter of unknown brand. The caller further reported the customer "has had a lot of lows, comatose lows but she was not aware it was because of this (the test strip recall). " husband then stated, he could not get a hold of her from work so he called the ambulance to their home. Customer stated the ambulance had to give her glucose because she lost consciousness. The caller refused to provide any additional information. No readings associated with the medical event were provided. There was no report of death or permanent impairment associated with this medical event.